Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: unit returned with its original box. The device was visual inspected and it was found with a rupture/burst in the distal section of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and non-calcified iliac artery. A 27/7/2/100mm equalizer¿ balloon catheter was advanced for dilation. However, during third inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another equalizer balloon catheter. No patient complications were reported.